Event description:
The customer obtained falsely elevated results on multiple samples from a single patient on (B) (6) and (B) (6), 2009, using vitros trop I es on a vitros eciq. A competitive system producted negative troponin results. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The results from both systems were reported, however, there were no allegations of harm as a result of this event. (B) (4).

Manufacturer narrative:
Investigation into this event determined that qc was acceptable during the timeframe of the event. Treating the sample with heterophilic blocking tubes yielded lower results than the untreated sample, suggesting the presence of a heterophilic antibody in the patient sample. The device labeling lists a limitation of the procedure as "heterophilic antibodies in the serum or plasma of certain individuals are known to cause interference with immunoassays". The root cause of the falsely elevated results is the presence of heterophilic antibodies in the patient sample.